Manufacturer narrative:
No frozen screen noted. The insulin pump was received with button error alarm and had an unresponsive act button due to corroded keypad traces. The insulin pump was unable to perform operating current test or verify battery out limit due to unresponsive buttons. The insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm followed by a battery out limit. The customer reported that the insulin pump was in his pocket prior to the alarm occurring. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.